Event description:
The pt is a (B)(6), female, diagnosed with appendicitis and admitted to wfbh for a laparoscopic appendectomy on (B)(6) 2012. During the procedure a laparoscopic bowel grasper was introduced through the inferior port in an attempt to take down several adhesions that were located around the area of the umbilicus. One-half of the bowel grasper broke loose and a portion was lost in the abdominal cavity. The surgeon completed the appendectomy then began to search for the broken piece of the bowel grasper. An additional port was placed in the left upper quadrant to aid in the search for the missing piece of instrument. There was difficulty in locating the broken piece so a decision was made to place a hand assist port. The hand assist port was placed in the standard fashion and the piece of broken instrument was found deep on the pelvis, the piece was removed without difficulty.